Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial: (B)(6) and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. The hp test returned a t1 max torque of 54. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is motor failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, while setting up for ukr navio procedure, the handpiece failed to home. The sales rep asked the tech to ensure that everything was assembled correctly. After it was visually confirmed that the entire assembly was correctly put together he tried homing the handpiece again. It failed again. After he exit the case and ran a couple of handpiece tests. Although the t2 iterations were always 10/10, the t1 max torque was always above 70. After the case he took the handpiece to the sterile processing department, and asked them to lubricate the handpiece. He tested it again and the torque was still over 70. At this point, he believe the motor is not adequate anymore. There was no impact to the case as they had a back up tray ready to go and they assembled it and tested it before the patient was in the room.